Event description:
It was reported that this pacemaker was switched to safety mode. Technical services noted that the patient was receiving hospice care, and it was indicated that the family would likely not pursue further action. This device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.